Event description:
It was reported that "while I was doing my morning assessment and flushing the grey PICC port, I noticed the normal saline that I flushed came out from the securecath. I asked a senior rn to assist me, she flushed the grey PICC port and the same thing happened. Senior rn removed the needleless connector and applied male/female red port cap directly on to the grey port to indicated/alert other staff not to use this port. Interdisciplinary care team rounds was done, mrp and ICU fellow made aware of the above issue. No interventions recommended at this time. Senior rn recommended to call the PICC team and report the incident. PICC team advised to remove PICC line. PICC rn to insert a new one tomorrow as well as per mrp orders. No patient harm reported."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.